Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 151 mg/dl and the sensor glucose was 68 mg/dl at the time of the incident. The insulin pump woke her up with low alert of 68 mg/dl and she confirmed with blood glucose and it was 141 mg/dl. A few times today where the sensor glucose is very low and is much different from the blood glucose and customer stated that the sensor glucose and blood glucose are almost always 40 points off. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 68 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. Customer will monitor the sensor and will call back if the sensor continues showing a discrepancy between sensor glucose and blood glucose. The device will be returned for analysis.